Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck measured 2.2 cm in length and 2.5 cm by angiogram. It contained circumferential mural thrombus and it had an angulation of 40 degrees to the right. It was reported that the bifurcated stent graft was deployed with 1 cm remaining for the gate to open. The physician paused 3 times to check if everything was fine and at the last pause the proximal end of the stent graft and the pig tail catheter fell into the aneurysm sac. The stent graft deployment was completed including iliac limbs. An aneurx aortic cuff was implanted with 2 cm of over lap with the bifurcated stent graft. The proximal end of the cuff was 12 mm below the level of the renal arteries. The physician elected to not further intervene and the procedure was concluded. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Other (required secondary intervention). Evaluation results and conclusion: (thrombosed and angulated aortic neck).